Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that tension generated with guide wire manipulation might have been locally applied to the subject gaia second guide wire while the distal segment of the guide wire was caught due to anatomical or lesion conditions. Consequently, the guide wire was fractured and separated. Although it was concluded that this event was not attributed to product quality, it was concluded that stenting the wire fragment onto the vessel wall was an additional treatment and therefore a reportable health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Separation of the guide wire.

Event description:
It was reported that a procedure was performed for an unspecified coronary artery, during which the subject gaia second got fractured. Multiple removal attempts of the wire fragment were made but failed. An unspecified stent was used to fix the fragment onto the vessel wall.